Event description:
The vigilance responsible of the hospital, reported via fax that: "a pt underwent a surgical procedure of thr on (B)(6) 2009 due to left hip coxarthritis. On (B)(6) 2012, the pt underwent an unanticipated revision surgery due to aseptic loosening of stem.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.